Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacture's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: biopsy channel cfu: negative bacterial identification: - sampling from: air-water channel cfu: negative bacterial identification: - sampling from: auxiliary channel cfu: negative bacterial identification: - sampling from: suction channel cfu: negative bacterial identification: - a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The foreign material was likely simethicone but could note be conclusively identified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during preparation for use, the colonovideoscope tested positive on (B)(6) 2023, for 83 colony forming units (cfus) of aerobic mesophilic. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned and the evaluation found the jet tube had foreign material due to insufficient reprocessing. In addition, the air/water cylinder and suction cylinder had no color. Due to wear of scope cover packing, water tightness was lost. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted.